Event description:
Pt rec'd coronary artery bypass grafts and 50 tmr channels. As the surgeon was closing the chest bleeding at an anastomosis was noticed. The surgeon massaged the heart, noticed a hard object within the myocardium and removed approx 1 inch piece of the tip of the fiberoptic from the myocardium. The operation was otherwise uneventful and the pt was discharged post-operative day 3.